Manufacturer narrative:
Testing and investigation found the device was warm to touch. Further testing found the fan was turning slower than expected. During a review of the device history multiple s233 (over temperature) malfunction alarm codes were noted. The probable cause of the s233 malfunction alarm codes and the device being warm to touch was a broken cooling fan. The fan was not rotating fast enough causing the psc ambient temperature to exceed and the device generated s233 error. Symbiq device has an internal fan that turns on either when the battery is charging, or when the internal temperature is too high. The fan will turn on if the temperature sensor on power supply controller is greater than 70 degree c. The fan is supposed to keep the psc (power supply controller) temperature below the s233 threshold value. S233 malfunction occurs when the temperature in symbiq psc subsystem is greater than 75 degrees c. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with 233 (over temperature) malfunction alarm code. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility it was noted that the device was warm to touch; however there was no charring or melting noted. No additional info was provided.